Event description:
It was reported the atrial lead exhibited noise. The patient would wear a defibrillator vest until the lead would be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.